Event description:
It was reported the burr was entrapped on the guidewire. A 1.25mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure the burr became entrapped on the guidewire. The procedure was completed with a new device, same model. No patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device presented no damage or irregularities. The spring tip was inspected, and it was found the solder weld was missing. The rotawire was able to be removed from the rotapro device with no resistance or issues. The distal tip od could not be dimensionally inspected due to the device condition (solder weld missing). All other dimensional inspections were within specification. The observed solder weld missing condition of the spring tip is likely a result of the way in which the device was handled during the procedure.

Event description:
It was reported the burr was entrapped on the guidewire. A 1.25mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure the burr became entrapped on the guidewire. The procedure was completed with a new device, same model. No patient complications occurred.